Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ resolved es - two patients do not appear on multiple station a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not showing on the server from the customer workstation. A technical support specialist advised the user to reach out to it to check the user account in active directory and ensure this user is added into the same ad and pyxis group as the working user; then confirmed the user is showing on the pyxis enterprise server and pharmacist would assign user role to the area. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was not displaying patient information for a new nurse and was unable to pull out medications. There were no adverse events or injuries reported based on this incident.